Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous, noncalcified left anterior descending (lad) artery. The lesion was pre-dilated with a 15mm balloon. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent, but had difficulty crossing. The physician attempted to cross the lesion one more time and felt resistance. Upon removal of the stent from the pt's body it was noted the shaft was broken. The physician then dilated with a balloon and stopped the procecure. No pt injuries or complications occurred. Pt status was satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.